Manufacturer narrative:
Patient information was not provided. The device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 sensor module for bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the display module for the s5 sensor module for bubble detector switched from 3/8'' to 1/4'' during the procedure, causing the detection to be lossed. No alarm sounded. The sensor was switched out to complete the procedure. There was no report of patient injury. A sorin group field service representative visited the facility to investigate and was unable to reproduce the reported issue. A readout of the bubble sensor module and arterial pump was conducted and a new bubble sensor will be provided to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the display module for the s5 sensor module for bubble detector switched from 3/8'' to 1/4'' during the procedure, causing the detection to be lossed. No alarm sounded. The sensor was switched out to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 sensor module for bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). The bubble sensor was returned to livanova (B)(4) for evaluation. During visual inspection, a pressure trail was identified on one cushion. However, the bubble sensor was tested with several qa-s5 sensor modules and all measurements were found to be within tolerance. The reported issue could not be confirmed. As the reported issue could not be reproduced, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.